Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 119mg/dl. The customer resumed insulin delivery and no further occlusions occurred. The customer changed all of their supplies afterwards and received an inaccurate fill estimate. Reportedly, the customer loaded their cartridge with 210 units and the insulin gauge displayed 130 units. The customer added insulin into their cartridge, reloaded the same cartridge and received an accurate fill estimate. The customer's bg level was not impacted due to this issue. No troubleshooting was performed as both issues had been resolved prior to the customer contacting tandem technical support.